Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 1 false positive sars results. Customer states they had negative results with another brand otc antigen test.